Event description:
It was reported that the programmer's screen was black when turning on. There was no patient involvement. It was further reported that the programmer is now in an out of the united states (ous) service center pending repair.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.